Event description:
Boston scientific received information that the right ventricular (rv) lead was abandoned surgically due to a conductor fracture. Additional information indicates that the fracture presented was visible when the doctor opened the pocket. The lead was compromised at two points near the upper half of the lead. This rv lead is out of service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.